Event description:
I had a trans-vaginal mesh inserted to repair a stage 4 bladder prolapse, and stage 2 rectal prolapse. That was 6 weeks ago. I still need to use a catheter and am unable to empty my bladder sufficiently.